Event description:
It was reported that a red call doctor (rcd) icon and one yellow sending wave (ysw) were observed by this patient on their remote monitoring communicator. The universal serial bus (usb) adapter was unattached and reattached, and a forced call was completed with one ysw still observed. The communicator was then power cycled, another forced call was performed, and a successful patient initiated interrogation (pii) was completed. Boston scientific technical services (ts) educated the patient on communicator status check and referred them to their following clinic for further review of their implanted cardiac resynchronization therapy defibrillator (crt-d) system. Subsequent review of crt-d device data indicates there was an alert for a high out of range pace impedance measurement of 2316 ohms on the right ventricular (rv) lead that occurred three days before. The rv lead is not a boston scientific product. The impedance trend shows subsequent rv pace impedance measurements were back within normal specification limits around the previous baseline. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this crt-d device was subsequently returned to boston scientific, indicating it was explanted. No additional information was provided. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a red call doctor (rcd) icon and one yellow sending wave (ysw) were observed by this patient on their remote monitoring communicator. The universal serial bus (usb) adapter was unattached and reattached, and a forced call was completed with one ysw still observed. The communicator was then power cycled, another forced call was performed and a successful patient initiated interrogation (pii) was completed. Boston scientific technical services (ts) educated the patient on communicator status check and referred them to their following clinic for further review of their implanted cardiac resynchronization therapy defibrillator (crt-d) system. Subsequent review of crt-d device data indicates there was an alert for a high out of range pace impedance measurement of 2316 ohms on the right ventricular (rv) lead that occurred three days before. The rv lead is not a boston scientific product. The impedance trend shows subsequent rv pace impedance measurements were back within normal specification limits around the previous baseline. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a red call doctor (rcd) icon and one yellow sending wave (ysw) were observed by this patient on their remote monitoring communicator. The universal serial bus (usb) adapter was unattached and reattached, and a forced call was completed with one ysw still observed. The communicator was then power cycled, another forced call was performed and a successful patient initiated interrogation (pii) was completed. Boston scientific technical services (ts) educated the patient on communicator status check and referred them to their following clinic for further review of their implanted cardiac resynchronization therapy defibrillator (crt-d) system. Subsequent review of crt-d device data indicates there was an alert for a high out of range pace impedance measurement of 2316 ohms on the right ventricular (rv) lead that occurred three days before. The rv lead is not a boston scientific product. The impedance trend shows subsequent rv pace impedance measurements were back within normal specification limits around the previous baseline. The products remain in-service. No patient symptoms or adverse patient effects were reported.